Event description:
It was reported that the customer was having high blood glucose levels due to tape not sticking. Her blood glucose was unknown at the time of reporting. The customer was unavailable to troubleshoot, and advised to call back at her convenience. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.